Manufacturer narrative:
A beckman coulter field service engineer (fse) provided telephone support to the customer and identified a malfunctioning ref electrode. Replacing the ref electrode corrected the issue. No further issue was observed. The customer was satisfied. Section a2, a4 & a5: information was not provided by the customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining false high sodium (na), potassium (k), and chloride (cl) patient results generated with low anion gap calculation values on their dxc 700 au clinical chemistry analyzer (part number (pn) b86444, serial number (sn) (B)(6). The customer repeated the sample and obtained a result considered correct by the customer. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.